Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that wireless recharger (wr) power light would sometimes go red while they were trying to charge their implant. Patient said this had been going on for almost a month, patient services reviewed how to do hard reset on wireless recharger. Patient services reviewed that power light going red can mean the wireless recharger can't find the implant and that patient can turn wr off and back on and reposition wr over implant. During call patient was able to start implant charging session but was having difficulty keeping the wireless recharger over the implant because they said the last 1-2 years the implant moves upwards, almost to their shoulders. Patient said their healthcare provider knew about this but didn't know what to do. Patient said they knew if might take surgery to correct the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.